Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings on different ports of the softact blood glucose monitor device. The values, when plotted on a clark error grid fell into the "c" zone showing the difference in valves to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.